Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic robotic colectomy procedure, the patient was brought back to emergency room due to abdominal pain, and upon check the patient had anastomotic leak. Exploratory laparotomy and abdominal washout and diverting ileostomy were performed to resolve the issue. The patient also had extended hospitalization for four days due to the issue.